Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00262. (B)(6). Lot 18b014 was manufactured from february 5-7, 2018 the device was received for evaluation. A functional leak test was performed by filling the bladder of the device with water. During fill, a leak/backflow was observed at the fillport of the device. Further inspection revealed that the leak/backflow at the fillport was due to a glass fragment lodged under the checkband. The reported condition was verified. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fillport. The most likely cause of glass fragments becoming lodged under the checkband is user filling technique. Drug glass ampules used for filling the device without a filter can result in this type of event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port prior to patient use. There was no patient involvement. No additional information is available.